Event description:
The user facility reported that the weld broke on the housing found during testing. The broken housing could cause the non sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay.

Manufacturer narrative:
Corrected data: d9/h3 h3 other text : device not available.

Event description:
The user facility reported that the weld broke on the housing found during testing. The broken housing could cause the non sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay.